Manufacturer narrative:
D4 - primary UDI number and h4 - device MFR date: correction. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump experienced a check clutch and plunger lever error around the same volume amount¿ was confirmed by checking the alarm history. A travel coarse error was found in the device event log/alarm history. The probable cause was worn out clutch parts. The device was repaired by replacing the left and right plunger cases, clutch spring, worm gear, worm spring, and motor. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during testing the medfusion 4000 syringe infusion pump experienced a check clutch and plunger lever error around the same volume amount. This a high priority alarm which might interrupt therapy. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.